Event description:
The repair request reported the attachment to vibrate badly. Follow up with facility revealed that the device was being used for a craniotomy and there was no pt injury. No other details of the event were known.